Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that the pump accidentally delivered a 50 unit bolus request. Reportedly, the customer was attempting to correct for a carbohydrates value of 50 grams, with a blood glucose (bg) value of 297 (mg/dl), and believes that the suggested amount was incorrect. At the time of the call, the customer's bg level was 272 mg/dl. Review of the bolus history by tandem technical support showed that a 50 unit bolus request had been delivered. Review of the pump data logbook showed that the customer manually overrode the pump bolus option and delivered a bolus request for 50 units. The customer acknowledged the information provided and confirmed that the customer's bg level stayed within target range.